Event description:
It was reported that the left ventricular lead exhibited loss of capture. A chest x-ray confirmed lead dislodgement. The lead was repositioned successfully. The patient was in good medical condition after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.